Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was recently implanted with a new implantable neurostimulator (ins) to replace previous implant. The patient (pt) reported the implantable neurostimulator (ins) was replaced due to depleting quickly. Pt reported they had to charge twice a day. Patient indicated they did not know the cause, and was unable to clarify what actions had been previously taken, but did confirm they changed to a non-rechargeable battery for this reason. Issue is resolved. Patient indicated the healthcare provider (hcp) may have more knowledge. Pt indicated a manufacturer representative (rep) had taken possession of the device after explant. Pt could not remember rep¿s name (indicated a woman) but indicated they had not had much if any interaction with the rep prior to that day and could not confirm if the rep had been aware of any issues.